Event description:
New information received: type of surgical procedure is lumbar fusion.

Manufacturer narrative:
B5: additional information provided medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 9735821 lot number updated from unknown to p903401 h3: the position sensor unit (psu) was returned to the manufacturer for analysis. Functional testing determined that the returned psu powered up on the test bench without the amber fault light on. A check of the event log showed a long history of intermittent illuminator current low dating back to feb 2020. The psu also failed an accuracy test (aak) at .41 mm with a passing threshold of .25 mm. Codes associated with the psu: fdr 120, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4). Product ID: 9735821, serial/lot #: unknown. Onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during an unknown procedure. It was reported that the camera was having intermittent connection. The amber light on the camera flickered on and off and a localizer faulted error came on and off during use. The camera cart was swapped for another one and the case was finished with no other issue. Troubleshooting included checking all cabling in the camera cart, and looked in the ndi toolbox. Ndi toolbox indicated a fault of "illuminator current measured lower than recommended operating current." Indicates that camera is bad. The was a delay of less than 1 hour and no patient impact correlated.

Manufacturer narrative:
Vendor analysis was done and confirmed the complaint. The illuminator was replaced and passed outgoing product testing. (B)(4). If information is provided in the future, a supplemental report will be issued.